Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. Initial reporter last name: information unknown/not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device manufacture date: unknown, as the lot number of the device was not provided. Health effect - clinical code for side cut issue. Device evaluation: the device was not returned at the manufacturing site. Therefore; product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface while the laser was firing in the patient's right eye. This resulted in an incomplete flap as only approximately 60% of the raster (planar cut) of the flap was done. The flap was not lifted. There was no patient injury or surgical intervention needed. No further information was available.